Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this patient presented to the hospital after receiving multiple shocks from this implantable cardioverter defibrillator (ICD) system. Device interrogation revealed a code 1005, indicating an open circuit condition, which had occurred eight times, along with a battery capacity depletion notice. Technical services (ts) recommended right ventricular (rv) lead replacement. Subsequently, this ICD was explanted and the rv lead capped. A new ICD and rv lead were successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this patient presented to the hospital after receiving multiple shocks from this implantable cardioverter defibrillator (ICD) system. Device interrogation revealed a code 1005, indicating an open circuit condition, which had occurred eight times, along with a battery capacity depletion notice. Technical services (ts) recommended right ventricular (rv) lead replacement. Subsequently, this ICD was explanted and the rv lead capped. A new ICD and rv lead were successfully placed. No additional adverse patient effects were reported. According to additional information, this patient received 6 inappropriate shocks from this ICD system prior to revision. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the hospital after receiving multiple shocks from this implantable cardioverter defibrillator (ICD) system. Device interrogation revealed a code 1005, indicating an open circuit condition, which had occurred eight times, along with a battery capacity depletion notice. Technical services (ts) recommended right ventricular (rv) lead replacement. Subsequently, this ICD was explanted and the rv lead capped. A new ICD and rv lead were successfully placed. No additional adverse patient effects were reported. According to additional information, this patient received 6 inappropriate shocks from this ICD system prior to revision. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.